Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The repair information is pending from our local business unit in (B)(4). When this information is provided, we will submit a supplemental report.

Event description:
The customer reported that after they transferred a patient with the cs300 intra-aortic balloon pump (iabp) in battery mode it shut down when they connected the iabp to ac power. It was noted that the battery was fully charged and the battery indicator on the monitor was also showing as completely full. After a while, the customer attempted to power the iabp back on but it didn¿t restart. The customer replaced the cs300 with a cs100 to continue iabp therapy. No patient injury was reported

Manufacturer narrative:
A getinge representative reported that running tests were performed in the getinge (B)(4)office. The field service engineer (fse) was unable to duplicate the reported malfunction. The fse replaced the solenoid driver board (B)(4), remote on/off switch cable (B)(4), and power supply/charger (B)(4) as a precaution. The fse performed running tests and no further issues occurred. The iabp was returned to the customer and cleared for clinical use.

Event description:
The customer reported that after they transferred a patient with the cs300 intra-aortic balloon pump (iabp) in battery mode it shut down when they connected the iabp to ac power. It was noted that the battery was fully charged and the battery indicator on the monitor was also showing as completely full. After a while, the customer attempted to power the iabp back on but it didn¿t restart. The customer replaced the cs300 with a cs100 to continue iabp therapy. No patient injury was reported